Event description:
It was reported that the user experienced an ¿incompatible sensor¿ message when attempting to connect a freestyle libre 3+ to the ilet and ilet mobile app; troubleshooting revealed the user was trying to pair a freestyle libre 3 instead of a libre 3+, and the user elected to apply a libre 3+ and contact the cgm manufacturer about the incorrect sensor. No effect on blood glucose and no clinical symptoms were reported. Outcomes included no alerts or alarms on the ilet beyond the incompatibility notification and no medical intervention. User support included guided troubleshooting and education on compatible sensor requirements for ilet use. Investigation of this case revealed that the ilet functioned as designed by rejecting a non-compatible cgm model, and that the issue was due to use of an incompatible sensor rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor model.